Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed on 4/26/2020. The screen was successfully unlocked at 1:59:07 pm. At 1:59:25 pm, the user made a bolus request of size 1.09 units, with a correction bolus size of 0.89 units. The screen was again successfully unlocked at 1:59:34 pm. At 1:59:37 pm, the user aborted the bolus and 0 units were delivered. At 2:00:02 pm, the user made a bolus request of size 2.89 units, with a correction bolus size of 0.89 units. The screen was again successfully unlocked at 2:00:30 pm. At 2:02:16 pm, the bolus finished and 2.89 units were delivered. There is no evidence in the logs that the device over-delivered insulin. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered too large of a bolus than requested. There was no adverse impact to customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting.